Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a low effluent pressure alarm occurred. The operator administered a fluid bolus which was followed by an arterial air alarm. Partial rinseback was completed due to clotting of the circuit, resulting in an estimated blood loss of 75cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Facility staff attributed the pressure alarms to problems with the pt's catheter which has since been resolved. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.